Event description:
A malfunction, identified by the code malf 12, was reported by a customer. There was no adverse impact to the customer's blood glucose level. Although the customer had not previously reset the pump, technical support provided instructions to reset it, and the issue was resolved as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which the customer acknowledged and understood.